Event description:
The customer reported the ventilator was alarming due to oxygen supply pressure and sensor range errors. The customer reported the ventilator was in use and there was no patient harm. The customer reported they relieved all oxygen pressure to the unit and the displayed oxygen pressure in the pneumatics display was 151.84 psi. The manufacturer's field service engineer assisted the customer and during evaluation of the reported problem it was determined that the customer was using an incorrect o2 regulator for their e cylinder. Per the device operators manual, the ventilator should only be connected to an oxygen gas source capable of delivering a regulated 40-90 psig. If the customer's regulator does not deliver a regulated psig to the ventilator as specified, it may result in a high oxygen supply pressure alarm which may close the oxygen valve. If the high oxygen supply pressure closes the oxygen valve, the ventilator continues to ventilate with air only. Loss of the oxygen source can be detrimental to a patient. This is being reported as operator error.